Manufacturer narrative:
This report is submitted on behalf of the MFR ((B)(4)) and the importer (niti surgical solutions inc; (B)(4)), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not returned for eval, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.

Event description:
Pt suffering of diverticular disease underwent laparoscopic sigmoidectomy, the anastomosis was performed using the colonring device. Pt was discharged on pod 2 and re-hospitalized on pod 4 due to urination and abdominal pains. Explorative laparoscopy performed and purulent fluid was found on abdominal cavity with small defect on anterior aspect of anastomosis, anastomosis was redone with protective loop ileostomy.